Event description:
The following was reported: broken exeter stem. Stem broken in the neck region. No trauma event mentioned. Patient got out of the car and it broke. Stem has been implants for 4 years.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.